Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A090501 was coded for the system being unable to expose. A1102 was coded for the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while in surgery the system was unable to take a 3d spin. The system blinked green but never switched over to radiate, and the mobile view station (mvs) monitor displayed a "can't register with navigation" message despite the navigation system having all three green boxes on the image acquisition screen. The system also prompted with a "3d mode disabled" message. The event caused a surgical delay of less than one hour. The medtronic representative (rep) later called back to report they were able to take one spin after rebooting, but they were doing a large construct (t2-l4) so they went to take another spin and got the same error.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no impact on the patient's outcome.